Event description:
It was reported that not much known other than pt leaned against side rail, rail bent and broke from bed. This unwitnessed pt was found on floor near bed, pt sustained a fractured elbow. Fracture was surgically repaired.